Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Another filter was successfully placed via a jugular approach without patient complications. This device remains implanted. Therefore, no failure analysis will be available. Follow-up indicated thrombus was noted at the impant site during a pre-placement cavogram. Deploying the filter in thrombus may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against pe...if thrombus in the right femoral vein, iliac vein or inferior vena cava, the right internal jugular vein should be the next choice for catheter insertion."